Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose. Customer's blood glucose was 24.4 mmol/l. Troubleshooting was declined for high blood glucose. Customer stated insulin pump alerted to calibrate the sensor. Customer stated whenever they try to calibrate it does not calibrate. The insulin pump will be returned for analysis.